Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low voltage alarms on the black cable while connected to ac power. The alarm continued on battery power. The alarm resolved once he changed to his backup controller. Upon inspection of the cables/connections, a red foreign body/wire fragment seen was inside black connection but no visible signs of pin damage were noted. Log file analysis captured power cable disconnect alarms that were not associated with a power change which could be associated with power cable fatigue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 patient handbook instructs users on how to resolve all alarms that sound from their controller, including power cable disconnect alarms. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controller connectors, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: dim leds, damaged software version label. The reported events of low voltage / power cable disconnect alarms and debris stuck within the black power lead were both confirmed. The provided log file contained data spanning 1 day ((B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Several atypical power cable disconnect alarms were observed on (B)(6) 2020 while batteries were in use ¿ ¿rsoc invalid¿ fault alarms that were not associated with a power source exchange. A low voltage hazard alarm was also briefly active on (B)(6) 2020 at 5:57 due to these faults. No other notable events were observed. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. No atypical events, including atypical power cable disconnect alarms, occurred throughout all testing. The orange debris observed within the black power appeared to have been part of an o-ring from a battery clip. The debris did not affect the controller¿s ability to appropriately connect to a test patient cable or a test battery clip. The root causes of the atypical power cable disconnect alarms and the contamination within the black power lead were unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h4: corrected information